Manufacturer narrative:
Retainer ring = clear on (B)(6). 2021 the customer alleged blank display, damaged battery cap, cosmetic damage on the battery side of the pump and went to hospital to continue insulin delivery. Device received with blank display due to corroded electronic assembly at pbca 1. During visual inspection, the motor had moisture damage. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test due to blank display. Unable to perform the insulin pump history or trace download or the carelink uploaded due to blank display. Test pcba 1 was swapped out with a working test board and pump successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage and loaded voltage were within specification range. Several power related alarms were found in the history file: low battery alert [(B)(6). 2021 12:59], battery removed alert [(B)(6). 2021 12:59 / (B)(6). 2021 05:47 / (B)(6). 2021 00:02 / 12x on (B)(6). 2021 06:55], failed battery test alert [(B)(6). 2021 12:57], battery out limit alert [(B)(6). 2021 13:04]. Device was received without the original battery cap. Device had minor scratched display window, scratched case, broken battery tube threads, cracked case at the battery tube side, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. Unable to verify customer alleged reason for hospitalization. Blank display due to moisture damage on pcba 1. Unable to verify damage to the battery cap. Cosmetic damage confirmed with broken battery tube threads, cracked case at battery tube and cracked retainer. Unable to download due to moisture damage on pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated h9: 2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly at pbca 1. During visual inspection, the motor had moisture damage. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test due to blank display. Unable to perform the pump history download or the carelink uploaded due to blank display. Unit was received without the original battery cap. Unable to verify damage to the battery cap. Unit had minor scratched display window, scratched case, broken battery tube threads, cracked case at the battery tube side, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was not working and had a blank display. The customer was assisted with troubleshooting and display did not returned back. The customer was also reported that battery cap was missing and side of insulin pump was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.